Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml, 105 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity, and multiple sclerosis. It was reported that volume discrepancies were noted at previous refills on unknown dates. Underinfusion was alleged, but there were no symptoms reported. They were reportedly going in to do some troubleshooting, and would program a bolus and watch the pump drip. A roller study had been done, and no issues were reported. The reporter was made aware of the volume discrepancies on "the day of surgery." No event date, actual measurements for the volume discrepancies, results of the additional troubleshooting, cause, interventions, what surgery the patient had, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Information was later received from the manufacturing representative indicating that the patient had a pump replacement the day that the event was reported. The rep was told about the volume discrepancies when she arrived for the replacement surgery on (B)(6) 2016.